Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the erbe integrated electrosurgical unit involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the customer reported complaint. The erbe was energized and cauterized and all ports recognized instruments.

Manufacturer narrative:
Based on the claim against the product by the customer noting firing issue, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the system and confirmed the issue. Fse replaced the faulty integrated electrosurgical unit (iesu) erbe generator to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: the customer switched to third party energy device after the start of the procedure due to esu not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the integrated electrosurgical unit (iesu) erbe) generator bipolar energy cord was not detecting the instrument was unable to fire the instrument. The customer had already replaced energy cords and rebooted the erbe)generator; however, issue persisted. The customer switched to third party generator and proceeded. Intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and confirmed errors m-11, m-18 and c-06 for the erbe. The procedure was completed with no reported injury.